Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The peritonitis was manifested by abdominal pain, cloudy pd fluids and diarrhea. The cause of the peritonitis was reported as digestive disorder due to food. The same day the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics for peritonitis. Twelve days after the onset, the patient was discharged from the hospital and was recovered from this peritonitis event. Dianeal therapies were ongoing. No additional information is available.